Manufacturer narrative:
(B)(4). Measurements taken were within specification including the r/c hardness of the impaction head. The impaction head threads and the base of the impaction head were deformed; likewise, the threaded hole of the targeting guide and areas around the hole were also damaged, indicating deformation from impact forces. A functional impaction head was threaded into the targeting guide while the complaint impaction head could not thread into any targeting guide. All the manufacturing records were found conforming to specifications. The device was used for treatment. The targeting guide had a number of scuffs and dents indicating previous use over their potential field ages of approximately 6 years and 5 years respectively at the time of the reported incident. If the mating impaction head were not properly tightened prior to impaction, or if it loosened and was not re-tightened during use, or if it were cross threaded, it may be possible to cause the damage observed. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that the surgeon had difficulties threading the impactor onto the cephalomedullary nail targeting guide; the threads appear worn.